Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "not accurate by 10ml", which was reproduced through troubleshooting of the device. The reported condition was verified. The cause was determined to be the flow was out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "not accurate by 10ml". It was later clarified that during testing, the device delivery rate was set at 200ml and the expected infusion volume was 50ml; the actual amount delivered was 40ml. There was no patient involvement. No additional information is available.